Event description:
A consumer reported that following intraocular lens (iol) implantation, she could not see near with or without glasses, and "scary night vision" with halos. The consumer had the lens removed and replaced with a different model and now can see clearly. Additional information was requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).